Event description:
It was reported, the colonovideoscope had chemical residues in various places. The issue was found during preparation for use of an unspecified procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the jet tube (j-tube), nozzle, plastic distal end cover (c-cover) and light guide lens glue (lg-lens) had remains of white foreign material. Additional non-reportable malfunctions were found during device evaluation are as follows: flexibility adjustment ring, grip, right/left knob (r/l knob), up/down knob (u/d knob), scope connector case unit (sc-case), and the plug unit had a scratch. The air/water cylinder (aw-cylinder) and suction cylinder (s-cylinder) had no color, scope connector cover (sc cover) unit had corrosion due to water leakage, due to burn on c-cover the insulation resistance value at distal end, and due to wear of angle wire the bending angle in up direction did not meet the standard value. The lg-lens had a crack, bending tube was deformed, connecting tube was snaking, due to clogging of j-tube in control unit the water cannot be supplied, universal cord had coating peeling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.